Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an off no power alarm. The customer reported that they received a low battery alert when the battery was not less than two bars. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that there were unattended alarms. The customer stated that they do not perform excessive button pressing. The insulin pump will not be returned for analysis.